Manufacturer narrative:
A new pendant was sent to the facility to repair the bed.

Event description:
Alleged the grommet is breaking where the pendant cable enters the body of the pendant. Exposing bare wiring.